Event description:
Oversensing with inappropriate shocks was reported. Lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded the pacing impedance around approximately 650 ohms with multiple decreases to <250 ohms in (B)(6) 2024. The analysis of the provided iegm episodes no. 1481 from (B)(6) 2024, no. 1267 and no. 1255 from (B)(6) 2024 revealed artifacts on the rv channel, which led to the oversensing. In episodes 1267 and 1255 the oversensing resulted in inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate shocks was reported. Lead was explanted and replaced.